Manufacturer narrative:
The manufacturer received information in relation to a ds2adv auto CPAP unit. The patient has alleged that device was warm to touch and no air flow was coming out. The patient also alleged that device showed service required message and he smells something is overheated. The device was returned to a product investigation laboratory (pil). During visual inspection of the device, the following things were determined: iso (international organization for standardization) port had white dust-like contamination in it. Heater plate had white dust-like contamination on and under it. Inlet/outlet seal had white dust-like contamination on it. Possible thermal events across the back of the pca (printed circuit assembly). Potential mineral deposits on top of pca (printed circuit assembly) around c65 indicate possible water was on the pca. Potential corrosion on bottom of pca (printed circuit assembly) indicate possible water was on the pca. Ui (user interface) panel discolored underneath from possible thermal event. Dust-like contamination on the blower motor. Dust-like contamination at the air inlet of the blower box. Dust-like contamination in the blower box. Dust-like contamination in the bottom enclosure. Dust-like contamination on the heater plate spring and on the bottom enclosure under the heater plate spring. Dust-like contamination in the water tank. The source of contamination was most likely external to the device. Pil was able to confirm the complaint of service required message. Possibly due to the thermal event. The device was scrapped. Describe event or problem, device avail. For eval, date returned (rfb) and device eval. By mfg? Has been updated in this report. The reported failure of thermal issue is accommodated in the product risk management file as being linked to hazard with description fire, flame, smoke. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information in relation to a ds2adv auto CPAP unit. The patient has alleged that device was warm to touch and no air flow was coming out. The patient also alleged that device showed service required message and he smells something is overheated. The device was returned to a product investigation laboratory (pil). During visual inspection of the device, the following things were determined: iso (international organization for standardization) port had white dust-like contamination in it. Heater plate had white dust-like contamination on and under it. Inlet/outlet seal had white dust-like contamination on it. Possible thermal events across the back of the pca (printed circuit assembly). Potential mineral deposits on top of pca (printed circuit assembly) around c65 indicate possible water was on the pca. Potential corrosion on bottom of pca (printed circuit assembly) indicate possible water was on the pca. Ui (user interface) panel discolored underneath from possible thermal event. Dust-like contamination on the blower motor. Dust-like contamination at the air inlet of the blower box. Dust-like contamination in the blower box. Dust-like contamination in the bottom enclosure. Dust-like contamination on the heater plate spring and on the bottom enclosure under the heater plate spring. Dust-like contamination in the water tank. The source of contamination was most likely external to the device. Pil was able to confirm the complaint of service required message. Possibly due to the thermal event. The device was scrapped.

Manufacturer narrative:
The reported failure of thermal issue is accommodated in the product risk management file as being linked to hazard with description fire, flame, smoke. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information in relation to a ds2adv auto CPAP unit. The device was returned to a product invstigation laboratory (pil). During visual inspection of the device, the following things were determined: iso (international organization for standardization) port had white dust-like contamination in it. Heater plate had white dust-like contamination on and under it. Inlet/outlet seal had white dust-like contamination on it. Possible thermal events across the back of the pca (printed circuit assembly). Potential mineral deposits on top of pca (printed circuit assembly) around c65 indicate possible water was on the pca. Potential corrosion on bottom of pca (printed circuit assembly) indicate possible water was on the pca. Ui (user interface) panel discolored underneath from possible thermal event. Dust-like contamination on the blower motor. Dust-like contamination at the air inlet of the blower box. Dust-like contamination in the blower box. Dust-like contamination in the bottom enclosure.dust-like contamination on the heater plate spring and on the bottom enclosure under the heater plate spring. Dust-like contamination in the water tank. The source of contamination was most likely external to the device. Pil was able to confirm the complaint of service required message. Possibly due to the thermal event.